Event description:
While the surgeon was performing laser lithotripsy, the laser fiber connector overheated. The laser was put on standby and the laser fiber disconnected from the laser machine. The surgeon did not proceed with the laser lithotripsy for safety reasons.